Event description:
It was reported that pt was admitted to the hospital for an increase in seizures. It is unk whether increase in above or below pre-vns baseline. Diagnostics were performed and resulted in high lead impedance. Pt had revision surgery. Attempts for further info and product return are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.